Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 pocket e4 had failed and required maintenance. A field service engineer (fse) observed the smart half height drawer cubie pocket failed due to medication in the lid. Fse popped the pocket lid open during the recovery process and avoided shutting down the station. The customer recovered the failed pocket and verified pocket operation by performing an inventory after recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 pocket (pkt) e4 failed and required maintenance. The customer tried to reboot the station and recover the storage space, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.